Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via a rep on 2018-oct-09. The cause of the motor stall was not determined. On 2018- (B)(6), the pump was interrogated and indicated a motor stall occurred. ¿8.2 ml¿s medicated withdrawn from pump. Refilled and reprogrammed 20 ml¿s baclofen 500 mcg/ml. Telemetry still indicated motor stall. Infusion rate decreased from 128 mcg/day to 28 mcg/day. Patient given baclofen 20 ml¿s t.d. Scheduled for pump replacement on 2018-(B)(6).¿ the pump was replaced and the issue was resolved. The pump was returned to the manufacturer for analysis. The patient¿s weight was reported. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was baclofen (unknown) with an unknown dose and concentration. The reason for use was intractable spasticity. It was reported that there was a motor stall seen at initial interrogation. The patient did not recently have an MRI (magnetic reson ance imaging). It was reported that pump status and/or event log report a motor stall occurred and it was active. The caller stated that the motor stall was noted when the hcp interrogated the pump today ((B)(6) 2018)). The issue occurred on (B)(6) 2018. They had not read pump logs yet; the caller was advised to have the hcp read logs to find out specifically when the stall occurred. It was reviewed to consider pump replacement, consider programming minimum rate, to cover patient with non-pump medication, and if explanted/replaced pump return to the manufacturer is recommended. There were no symptoms reported. There were no further complications reported/anticipated.

Manufacturer narrative:
Analysis found that there was corrosion/wear/lubrication on the gear train of the pump motor and that there was a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.